Event description:
It was reported that during a procedure, when the surgeon went to staple the incision, handles were squeezed but the staples would not close completely. This occurred with two staplers. A third stapler was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.